Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, at the beginning of the procedure, the device¿s loop unsnapped during preparation for use. Another device was used in order to resolve the issue. There was no patient injury.